Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6)2018, was hospitalized for peritonitis on (B)(6)2021. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6)2021 with complaints of abdominal pain and shortness of breath (dyspnea). A peritoneal effluent fluid culture and cell count (cloudy effluent, elevated wbc¿s) were collected, and the patient was diagnosed with peritonitis. A rapid covid-19 screen was also obtained and returned positive. The patient was admitted on respiratory precautions and began receiving multiple intraperitoneal (ip) and intravenous (IV) antibiotics (drug, dose, frequency, duration not provided). The peritoneal effluent fluid culture returned positive for enterococcus (species not provided) on (B)(6)2021, and the patient¿s antibiotic regimen continued. The pdrn attributed causality to poor hand hygiene after using the restroom. Per the pdrn, the patient¿s pd catheter (not a fresenius product) was surgically removed, and the patient was transitioned to hemodialysis (hd). The rationale for the transition was to allow the patient¿s body adequate time to clear the infection. The pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. The patient was discharged on (B)(6)2021 and began undergoing outpatient hd therapy the following day.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set, and the adverse events of a covid-19 infection (characterized by dyspnea) and peritonitis (characterized by abdominal pain), which warranted hospitalization, antibiotic therapy, and the transition of modality to hd. Causality was attributed to poor hand hygiene after using the restroom. Per the pdrn, the events were unrelated to the utilization of any fresenius product(s) and/or device(s). Enterococci are part of a humans¿ normal intestinal flora and are frequently linked to treatment failure and subsequent catheter removal. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2018, was hospitalized for peritonitis on (B)(6) 2021. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2021 with complaints of abdominal pain and shortness of breath (dyspnea). A peritoneal effluent fluid culture and cell count (cloudy effluent, elevated wbc¿s) were collected, and the patient was diagnosed with peritonitis. A rapid covid-19 screen was also obtained and returned positive. The patient was admitted on respiratory precautions and began receiving multiple intraperitoneal (ip) and intravenous (IV) antibiotics (drug, dose, frequency, duration not provided). The peritoneal effluent fluid culture returned positive for enterococcus (species not provided) on (B)(6) 2021, and the patient¿s antibiotic regimen continued. The pdrn attributed causality to poor hand hygiene after using the restroom. Per the pdrn, the patient¿s pd catheter (not a fresenius product) was surgically removed, and the patient was transitioned to hemodialysis (hd). The rationale for the transition was to allow the patient¿s body adequate time to clear the infection. The pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. The patient was discharged on (B)(6) 2021 and began undergoing outpatient hd therapy the following day.